Event description:
The patient was seen by the otologist for treatment of a middle ear infection. Otoscopic examination showed that the electrode lead wire had extruded through the tympanic membrane. The patient is being treated with antibiotics. Explantation of this device is planned but has not been scheduled.